Event description:
It was observed post operative that the haptic on the implanted intraocular lens was broken. Patient had the damaged lens replaced 6 days after original implant. The incision was not enlarged, lens was cut in 2 pieces to remove. In follow-up, the surgeon was unable to say when the haptic broke, it was noted at the one day postop examination. No patient injury.

Manufacturer narrative:
The returned lens was visually inspected and shows one broken haptic and an optic cut in half. The lens met all specifications prior to release. While we are unable to determine the origin of this damage, our observations reasonably suggest that it occurred during insertion and is not manufacturing related. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.